Event description:
Home pt reports she disconnected to use bathroom during treatment and returned to find disconnect cap off pt connector of homechoice set. Home pt reconnected to set before calling tech svc ctr. Home pt then discontinued treatment and did a manual exchange. Per rn, no pt injury and no medical intervention resulted from incident.